Event description:
The complaint is from a clinical study (B)(4) states that this (B)(4) study patient suffered an asymptomatic cerebral infarction peri-procedurally. The patient has medical history including coil embolization of an aneurysm in the left internal carotid artery. The indication for the index procedure was an unruptured parasellar aneurysm. The aneurysm was described as saccular with a neck measuring 4.8 mm and the sec 8.1 mm. It is unknown if the patient was on an antiplatelet regimen. The rankin stroke scale of this patient was 0 pre-procedure and 0 post procedure. The parent vessel size was 5.0 mm proximally and 4.5 mm distally to the aneurysm. An enterprise stent was successfully delivered and fully deployed in the parent vessel. Three cordis/codman coils and one delta push coil were utilized to treat the aneurysm. There is no information regarding residual flow to the aneurysm sac post coil placement. Act values were no performed.

Manufacturer narrative:
Corrected data: please note that the event report on (B)(6) 2011 does not meet the (ae) adverse event definition, and therefore was inadvertently reported. Therefore, please note that no further information will be forthcoming for this event.

Manufacturer narrative:
There is no information regarding any reason for the patient to be hypercoagulable. It was reported that the patient suffered an asymptomatic cerebral infarction in the near left head of caudate nucleus; however, it is unknown at what point in the procedure this was identified. Angiography was performed during the event, but no further information has been provided regarding the film review. It was reported that the devices did not contribute to the reported event. The patient recovered fully without medical treatment. The stent remains implanted thus unavailable for analysis. Note: lake region lot number 01422610 which is cordis lot number 01422610. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 105 units, which were shipped from lake region medical on may 21, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the IFU as such. The act of cerebral stent implantation inherently produces a localized vessel injury potentially leading to release of atheromatous material into the downstream flow or vessel spasm in reaction to the introduction of the devices that may slow or completely occlude the blood flow. The introduction of interventional devices and stent implantation may lead to a slowing or stoppage of blood flow to the downstream vessels and structures of the brain causing infarctions of these structures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Approximately a month after the procedure, the patient sustained a transient ischemic attack, and no action was taken. The event resolved without sequelae. Antiplatelet medication consisted of cilostazol 200mg/day (start date unknown~ ongoing) and aspirin 100mg/day (start date unknown ~ 2010-(B)(6)). The physician event relationship was unknown, and to the enterprise was also unknown. No further information was available regarding the event. Additional information will be submitted within 30 days of receipt.